Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. Upon interrogation, the device was found to be in hw reset and at eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported hw reset was confirmed via review of the device memory map and was caused by a power on reset. Noise was observed via review of stored electrograms which caused the hv charges and therapy deliveries that drained the battery voltage to cause the power on reset. No noise was observed during bench testing. The root cause of the noise that eventually resulted in the hw reset was not determined.